Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise was observed on the atrial lead. The patient was scheduled for generator change due to end of life and lead revision. During the procedure, fracture was also observed on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable post procedure.